Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 257 mg/dl and the sensor glucose was 156 mg/dl at the time of the incident. The customer was low according to the sensor and today he is not getting accurate readings. Overnight the sensor was off by up to 100 pints. Customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 65 mg/dl. Suspend before low limit in sensor settings was 65 mg/dl. Customer will monitor and call back if needed. Customer calibrated with a blood glucose 250 mg/dl. His sensor later read low 65 mg/dl but he does not recall his blood glucose but states it was low about 100 mg/dl. Later his blood glucose and sensor glucose have been off. Sensor glucose 262 mg/dl and blood glucose 327 in range. Customer declined troubleshooting for high and low blood glucose at this time. The sensor will not be returned for analysis.